Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, self and a21 error tests. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was programmed with several boluses and monitored, all boluses delivered, listed in the bolus history screen and verified in the daily total screen. The insulin pump was also programmed with multiple basal profiles and monitored, all basal profile delivered properly and verified in the daily total screen. No delivery, daily total, basal, bolus or history anomaly noted. However, the insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor gold, unable to perform occlusion and excessive no delivery tests due to prime fill anomaly. The motor was tested outside of the devise and passed. The insulin pump has minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
It is reported that a customer experienced low blood glucose of 62 mg/dl. The customer was afraid that the low blood glucose may lead to hypoglycemic events. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they were exposed to MRI machines because they volunteer at a hospital. The customer was informed that their pump needed to be replaced, but the customer stated that they had already received a new pump. The customer was then advised that the old pump still needed to be returned for analysis. A box was sent to the customer to return the old pump back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.